Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: defect: cracked/broken needle cover ¿ open label. Cat. #: 47364902 batch#: 6278801. Product description: pen needle 23ga 7mm asm & pkg bulk. Date(s) of manufacture: 14dec2016 to 23dec2016. Manufacturing: pen needle line. Device history record review ¿ a review of the device history record was completed for batch # 6278801. All inspections were performed per the applicable operations qc specifications. There were 0 defects or notifications noted for any defects during the production of this batch. (B)(4).

Event description:
It was reported the packaging on bd¿ pen needle 23gx7mm (9/32") sterile single use was found damaged prior to use. There was no report of injury or medical intervention.

Manufacturer narrative:
Date received by manufacturer correction. The date received by manufacturer field has been updated to reflect the corrected date of 09/04/2017.

Manufacturer narrative:
Defect: cracked/broken needle cover ¿ open label, cat. #: 47364902, batch#: 6278801, product description: pen needle 23ga 7mm asm & pkg bulk, date(s) of manufacture: 14dec2016 to 23dec2016, manufacturing: pen needle line. Device history record review ¿ a review of the device history record was completed for batch # 6278801. All inspections were performed per the applicable operations qc specifications. There were 0 defects or notifications noted for any defects during the production of this batch.